Event description:
It was reported the lead was removed and replaced due to an insulation break. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; lead was received at analysis with the steroid ring torn and a segment missing; full lead analyzed.